Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the physician deployed the manta, and all seemed to be fine. After a few minutes, a noticeable hematoma had formed at the closure site. The physician performed a surgical cut down to ensure closure. He stated that the toggle on the manta had just not fully opposed to the vessel and was allowing significant bleeding. The physician was not concerned and offered that maybe the lock had not been fully advanced allowing slack in the arteriotomy "sandwich".

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar, an 18f manta was deployed for closure in the right common femoral artery. The patient was reported as having a bmi of 17. The IFU warns do not use if the patient has marked cachexia (bmi <20 kg/m2). The arteriotomy had no calcification or tortuosity present, and a depth deployment measurement of 2.5cm + 1cm. A central positioned access was gained utilizing ultrasound and micro puncture. Following deployment, a hematoma formed at the access site. The IFU lists potential adverse events related to the deployment of vascular closure devices include complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring surgical repair, and/or endovascular intervention. The physician chooses to perform a cut down to achieve hemostasis. The cut down revealed the toggle was not fully opposed to the vessel and was allowing significant bleeding. The physician suggested the lock may not have fully advanced which allowed for less tension for the anchor, collagen, and opaque lock sandwich.